Event description:
Information was received indicating that this ambulatory infusion pump gave 'error 1871' . No adverse effects were reported.

Event description:
Additional information received: no patient involvement.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1871 was verified. The event log showed the error occured on 10/27/2018. Service found the motor was locked upon opening the device. The motor will be replaced in service. Use testing was performed. The problem source is defective component of the motor.